Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 1820334-2019-01496 year-old female patient who had essure (batch no. 969221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome, gravida I, c-section, parity 1 ((B)(6) 2005), herniated disc, chiari malformation, cervical conization, surgery, multiple allergies, dysfunctional uterine bleeding, uterine bleeding and abdominal adhesions. Previously administered products included for an unreported indication: mirena until (B)(6) 2012, topiramate and phentermine. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, hydrocodone since 2007 for herniated disc as well as mirabegron (myrbetriq) since (B)(6) 2018, naproxen since 2008, nsaids, omeprazole since 2011, paracetamol (acetaminophen) since (B)(6) 2012 and topiramate since 2012. In 2012, the patient experienced pelvic pain ("physical pain/pain,") and dysmenorrhoea ("dysmenorrhea cramping),"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen, pregabalin (lyrica), tramadol and surgery (robotic assisted hysterectomy and ablation on (B)(6) 2013). Essure was removed on 8-nov-2013. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, depression, weight increased, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - in 2013: normal.. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jun-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain were added. Medical history, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. 969221-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome, gravida I, c-section, parity 1 ((B)(6) 2005), herniated disc, chiari malformation, cervical conization, surgery, multiple allergies, dysfunctional uterine bleeding, uterine bleeding and abdominal adhesions. Previously administered products included for an unreported indication: mirena until (B)(6) 2012, topiramate and phentermine. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, hydrocodone since 2007 for herniated disc as well as mirabegron (myrbetriq) since (B)(6) 2018, naproxen since 2008, nsaids, omeprazole since 2011, paracetamol (acetaminophen) since (B)(6) 2012 and topiramate since 2012. In 2012, the patient experienced pelvic pain ("physical pain/pain,") and dysmenorrhoea ("dysmenorrhea cramping),"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen, pregabalin (lyrica), tramadol and surgery (robotic assisted hysterectomy and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, depression, weight increased, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - in 2013: normal.. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.